Manufacturer narrative:
Reference: (B)(4). Quest medical, inc. Has limited info related to patient's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc.. Defers to the pt's physician regarding medical history.

Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b mitiport manifold. The nursing staff reported that the manifold tubing was leaking. They reported the pt's family called the rn from the room to report the leakage. There were a few drops of fluid, ivf and mesna, on the floor. The hospital reported the leak appeared to have originated at the manifold filter. There was no pt complications reported as a result of the alleged event. The chemotherapy agent was not yet infusing. The device lot number was not known and not provided, and additional info is not available. The device was discarded and not returned to the manufacturer for analysis.